Manufacturer narrative:
Concomitant product(s): 8220325 - nim muting probe; serial number ¿ unknown; lot number ¿ unknown; manufactured date ¿ unknown; UDI number ¿ (B)(4); 510k number - k083124. 8253200 ¿ nim 3.0 patient interface; serial number - (B)(4); lot number ¿ 206905285; manufactured date ¿ april 16, 2013; UDI number ¿ (B)(4); 510k number - k083124. Xom unk nim acc ¿ (unknown product ID, stimulating probe); lot number ¿ unknown; manufactured date ¿ unknown; UDI number ¿ unknown; 510k number - unknown. A 8253001 (nim response 3.0 mainframe): the product analysis indicates that the reported issue could not be duplicated. Four hours of burn-in testing was performed. There was no fault found with the device. It was tested and passed all manufacturing specifications. A 8220325 (nim muting probe): the product analysis indicates that the device came in with broken ferrite and cannot be repaired. A 8253200 (nim 3.0 patient interface): the product analysis indicates that the reported issue could not be duplicated. Wave washers were replaced due to a loose cable clip. The device was tested and passed all manufacturing specifications. Xom unk nim acc (nim stimulating probe): the device was not returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a right, total thyroid lobectomy with isthmusectomy, the device was intermittently stimulating. Follow-up information indicates that a back-up monitoring system was used to complete the case. There was no patient injury or impact.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.